Event description:
Coviden feeding tube with iris technology: high rate of clogging, tearing at bifurcation of ports, fracture and falling out of enfit connectors. These problems require replacement of feeding tube which is uncomfortable and exposes patients to a higher degree of risk from repeated tube placements. FDA safety report ID# (B)(4).